Event description:
It was reported that the patient presented with chest pain one day after implant. An echocardiogram and CT scan revealed a ventricular perforation. The lead was explanted, and the perforation was managed surgically. No further patient complications have been reported as a result of this event.